Event description:
It was reported that the active fixation helix was unable to be extended. It is unknown if the event occurred before or after the lead was placed into the patient. The lead was replaced to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the helix failed to extend after the right ventricular lead was placed into the patient.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.